Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse (field service engineer) phone called the customer on 11-apr-2016 and sent parts for next day delivery. On 12-apr-2016 fse phone assisted the customer to replace buffer valve #2, got system primed and running ok. Followed up later, all was running correctly. The most probable cause of the reported event was due to defective #2 buffer valve.

Event description:
On (B)(6) 2016 the customer reported low pressure errors with their hlc-723g8 analyzer . The customer is unable to run hba1c patient samples. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.